Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that wile removing sensor no electrode where visible. Customer's blood glucose level was unknown. Customer stated that the electrode was not in the body. The device will not be returned for analysis.